Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0866 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. Please see below for the boluses listed on the event date 22-jun-2024 in the pump history file. On (B)(6) 2024 06:51:01.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 23000 (2.3 u). Bolus amount delivered: 23000 (2.3 u). On (B)(6) 2024 12:48:55.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 42000 (4.2 u). Bolus amount delivered: 42000 (4.2 u). On (B)(6) 2024 17:50:25.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 40000 (4 u). Bolus amount delivered: 40000 (4 u). On (B)(6) 2024 19:35:53.000 normal bolus delivered (220). Bolus programming method: manualbolus (0). Normal bolus amount programmed: 20000 (2 u). Bolus amount delivered: 20000 (2 u). Please see below for the daily total of all insulin delivered on the event date 22-jun-2024 in the pump history file. On (B)(6) 2024 00:00:00.000 daily totals g670 (63). Daily total collection start time: on (B)(6) 2024 00:00:00.000. Daily total of allin sulin delivered: 345000 (34.5 u). Daily total of basalinsulin delivered: 220000 (22 u). Daily total of bolus insulin delivered: 125000 (12.5 u). There were no autosuspend (12) alarm or usersuspended alarm noted in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 22-jun-2024 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs. Possible under delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and possible under delivery anomaly. The customer reported blood glucose value of 27.0 mmol/l. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1885. Troubleshooting was performed and found that the customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. Product return status for mmt-1885 is unknown.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.